Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a cranial procedure, the device caused a burn to the patients cortex. It was further reported that the procedure was completed successfully. No further information was provided.

Event description:
It was reported that during a cranial procedure, the device caused a burn to the patients cortex. It was also reported that there was no adverse consequences or medical intervention as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Event did not report adverse consequences or medical intervention. H6: the quality investigation is complete. H3 other text : device discarded by customer.